Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reported that the lines were producing excessive air in line alarms with no visible air in the lines. When the lines were changed and primed, the issue resolved itself. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was provided for evaluation. Upon visual inspection of the returned sample, the set was confirmed to be assembled within internal specifications. Leakage testing was performed on the set with passing results. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. The reported concern was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.